Event description:
It was reported that during an unknown procedure, the instrument error sounded and the tissue pad appeared to be damaged. Another same like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.